Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarms. Customer¿s blood glucose level was 535 mg/dl, which was corrected by a bolus using the insulin pump and at that time they were with blood glucose level 383 mg/dl. Customer stated that the displacement test was performed and insulin pump passed. The insulin pump will be returned for analysis.